Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1110-02 (sn:(B)(4)). Device evaluation indicated that the complaint was not verified. The patients profile showed no sign of battery premature depletion prior to the explant procedure. However, the battery depletion rate changed due to excessive sleep current with burn marks on the case suggesting the device was affected by electrocautery during the explant procedure. The responsible component could not be identified since both analog/digital ics are covered by epoxy resin. Damage to the device was a result of the explant procedure and not considered a source of the complaint. The device was manufactured in june 2008. All lithium-ion battery will degrade over time. This degradation will affect both the charge capacity and the recharge cycle of the battery, which was not considered a device failure.

Event description:
A report was received that the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.